Event description:
The customer reported having unexplained high blood glucose and seeking medical treatment. The blood glucose reading at time of call was 157 mg/dl. The customer stated that she has experiencing high glucose since last summer, and she believes that the insulin pump was not delivering the basals. The customer stated that the doctor recommended having the insulin pump replaced. Troubleshooting was performed. Reviewed the bolus history and found that the customer had only bolused twice, when the caller stated that the customer had bolused four times. The customer's most recent glucose reading was 137 mg/dl, and she has treated with the insulin pump and manual injections. The time, date, basal rats, and bolus wizard were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.